Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility field service technician (fst) reported an air detector alarmed during dialysis treatment and the blood tubing got cut inside the blood pump door (rotor area) when inspected by the staff. Blood was leaking out of the tubing. Upon troubleshooting of the machine the blood pump rotor was found missing a white cap and another white cap was stuck (not spinning freely). The rotor was replaced. The fst talked to staff and determined the air detector alarm happened during a patient treatment. The air detector alarm would not clear and the staff stopped treatment and disconnected. The patient had the blood lines and dialyzer were switched out. That is when the staff noted the blood pump tubing segment had a hole in it just pre-pump and blood leaking out of the tubing. Staff cleaned and pulled the machine for repair. It was unknown if treatment was continued with another machine. The fst replaced the rotor. The machine was placed into dialysis and passed all tests three times. The fst verified level detector by passing all checks. The machine had 10,278 hours. Upon follow-up, the biomedical technician (bmt) confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were completely missing or not spinning freely and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine blood pump rotor was replaced by the fst and was returned to service. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility field service technician (fst) reported an air detector alarmed during dialysis treatment and the blood tubing got cut inside the blood pump door (rotor area) when inspected by the staff. Blood was leaking out of the tubing. Upon troubleshooting of the machine the blood pump rotor was found missing a white cap and another white cap was stuck (not spinning freely). The rotor was replaced. The fst talked to staff and determined the air detector alarm happened during a patient treatment. The air detector alarm would not clear and the staff stopped treatment and disconnected. The patient had the blood lines and dialyzer were switched out. That is when the staff noted the blood pump tubing segment had a hole in it just pre-pump and blood leaking out of the tubing. Staff cleaned and pulled the machine for repair. It was unknown if treatment was continued with another machine. The fst replaced the rotor. The machine was placed into dialysis and passed all tests three times. The fst verified level detector by passing all checks. The machine had 10,278 hours. Upon follow-up, the biomedical technician (bmt) confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were completely missing or not spinning freely and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine blood pump rotor was replaced by the fst and was returned to service. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. The field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.